Event description:
During an in clinic follow up, an episode of ventricular tachycardia (vt) with shocks delivered were noted. It was observed that the shocks delivered were unable to break the arrhythmia. The arrhythmia self terminated. Technical support was contacted and it was suspected the ineffective shocks were due to the programmed device settings. Reprogramming was recommended. The device was reprogrammed to resolve the event. The patient was stable.